Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter and the reported rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In this case, the device was prepped prior to use and inflated without any leaks or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that balloon outer surface became compromised and/or damaged during advancement and/or inflation against the anatomy and or other devices used, resulting in the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a native arteriovenous fistula that was 80% stenosed located in a moderately tortuous, moderately calcified unspecified artery. For post-dilatation, a 5x40mm armada 35 balloon was advanced to the lesion and it was inflated first at 10 atmospheres (atm), then a second time at 18 atm when it ruptured. The device was simply removed and replaced with another armada 35 balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.